Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v498347, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient's system wasn't working and it quit working about 18 months post-implant in (B)(6) 2012. The patient had their system removed in 2013, but the lead broke during explant and a portion of the lead was still remaining in the patient. To the manufacturer representative's knowledge the patient was not having issues with the partial lead that tendons were intact, but just wanted an MRI. The hcp wanted to scan the cervical thoracic and lumbar as well as the brain. The patient would be having the mris on (B)(6) 2015. It was unknown if the issue was resolved. The patient was alive with no injury. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No symptoms, troubleshooting, or additional interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that there was a retained distal portion of the lead with removal. The lead broke during removal. The patient needed an MRI and needed to know the MRI safety. The patient had no improvement in urination. The troubleshooting planned was to take x-rays for lead placement and reprogramming. The cause of the issue was not determined.